Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080sp surgical table. The technician found the table was missing the cover for the override switches and the wires from the override board were damaged causing the surgical table to short and the reported event to occur. The 3080sp surgical table was installed in (B)(6) 1994 making the table approximately 25 years old. The surgical table is not under steris service agreement for maintenance activities. The technician replaced the override switch cover and wiring, tested the function of the table, and found the unit to be operating according to specification. The table was returned to service. While onsite, the technician counseled user facility personnel on the proper use and maintenance of the 3080sp surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3080sp surgical table began to lower without being commanded to do so. No report of injury. The procedure was completed successfully.